Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 17-aug-2023. H6. Investigation summary: sample and photos received by our quality team for investigation. Through visual evaluation, packaged needles are observed, no defects or damages are observed. A device history review was performed for the reported lot 2090637,2180551 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Thirty-two retained samples from the same lot were evaluated, no holes or open seal observed. Based on our investigation we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that 2 of the bd precisionglide needle had sterile breach in unit packaging. 2 of 2 related files. The following information was provided by the initial reporter, translated from portuguese to english: 1 unit of batch 2180551 with a hole near to the hub; 1 unit of batch 2090637 with a hole near to the hub.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2180551. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 29-jun-2022. D.4. Medical device lot #: 2090637. D.4. Medical device expiration date: 31-mar-2027. H.4. Device manufacture date: 31-mar-2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd precisionglide needle had sterile breach in unit packaging. 2 of 2 related files. The following information was provided by the initial reporter, translated from portuguese to english: 1 unit of batch 2180551 with a hole near to the hub; 1 unit of batch 2090637 with a hole near to the hub.